Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the saw was placed into the sternal notch. The nurse pressed the pedal, and it only went about 1/4 inch in the notch. The bar was then stuck in the sternal notch with the blade still attached. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.